Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show the product identifiers for the device implanted and to show that the was a bard/davol flat mesh and not an unknown composix kugel mesh as was originally reported by the attorney. A review of the device history records will be performed. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based off an attorney response letter provided to davol: (B)(6) 2012 - patient underwent a left inguinal hernia repair with implant of a bard/davol flat mesh. The attorney alleges that within the last twelve months the patient has received unspecified medical treatment for pain, discomfort, pinching, stabbing sensation, fluid discharge, bowel problems, inflammation, numbness, testicular pain with throbbing and sexual discomfort.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - a surgical mesh was implanted into the patient to repair an inguinal hernia. The patient's attorney alleged "pain and suffering" and disability.